Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. Patient reported that initially she had some therapeutic effect benefit from the therapy but ¿then it all played out¿ and now she was not doing well. A loss of therapy was noted. At about two weeks later, patient further reported that on friday, she was sitting on a chair and when she got up everything just gushed out of her. She never had it since implanted. She used pads and lived with it over the weekend. She was ¿ now back to square now¿. Patient stated the patient programmer (pp) showed the implantable neurostimulator (ins) icon was on. It was noted patient did not know how to use the pp and where to place the antenna during the call. Patient services walked patient through how to use the pp and patient stated it was hard for her to hold the phone and the pp and she would rather wait till the next day when she can get some help. The change in symptom was considered sudden. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.